Event description:
A malfunction alarm referred to as alarm 01 was reported by the customer. The customer's blood glucose level was 420 mg/dl. Technical support instructed the customer to load a new cartridge. The customer successfully resumed insulin delivery after loading the new cartridge.